Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber failed the pre-use leak testing before patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber provided as a part of rt265 infant dual-heated evaqua2 breathing circuit failed the pre-use leak testing before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4) UDI related data quality updates only corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d2b: product code update to bze section d4: model and catalog # updated to rt265 section d4: UDI details were not provided by the healthcare facility section g1: contact person updated to (B)(4) section g4: PMA/510(k) number updated to k103767 the subject mr290v vented autofeed humidification chamber was returned to f&p healthcare in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned humidification chamber. Leak testing confirmed that the humidification chamber was within specification. Conclusion: we were unable to determine what may have caused the reported leak test failure as there was no fault found with the returned device. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber was returned to f&p healthcare in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned humidification chamber. Leak testing confirmed that the humidification chamber was within specification. Conclusion: we were unable to determine what may have caused the reported leak test failure as there was no fault found with the returned device. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber failed the pre-use leak testing before patient use. There was no patient involvement.